Event description:
Philips received a complaint on the xl+ device indicating that the paddle test failed. There was reportedly no patient involvement. The authorized service personnel (asp) evaluated the device on site. It was determined that this was a malfunction of the therapy capacitor, which was replaced, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.